Event description:
Treatment of a right cavernous (cav) aneurysm. Post procedure, it was reported that the patient had a seizure and was noted to have a right anterior territory watershed stroke. It was reported that the patient's symptoms improved over the next seven days and was discharged to rehab.

Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient.(B)(4).